Event description:
It was reported the gastrointestinal videoscope had scope communication error (b30 malfunction) during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed therefore the cause of reported failure could not be determined. However, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the results of the investigation, although a root cause could not be identified it is presumed the likely cause of the image noise malfunction is traced to component/scope connector failure due to fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.